Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the breath delivery central processing unit (cpu) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator was inoperable upon boot up. Patient involvement is unknown.